Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had a localized infection at the ipg site. The patient was seen by the implanting physician several days after the procedure and stated that the site was healing well but the patient still had some redness and swelling at the site at present. The patient was prescribed an oral antibiotic and that the infection was suspected to be due to the procedure. The patient was reportedly doing well.